Event description:
The patient underwent a lead revision surgery due to a fracture.

Event description:
See updates for section d, number 4 and section h, number 4.

Event description:
See section h, number 6 for investigation updates.